Manufacturer narrative:
Found both sensor needles separated from sensor base. Unable to confirm customer received sensors in said condition due to customer return sensor opened/used. Complaint against sen-serter.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor needle broke. The customer's blood glucose was 140 mg/dl at the time of incident. The sensor will be returned for analysis.